Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had sudden rigidity problems and they had increased to help this, further stating that the health care professional (hcp) to increase the left side. It was also reported that patient fell, bruised and fractured a rib. It was stated that patient had probably fallen 15 times in 3 weeks and sometimes slipping to the floor. No further patient complications were reported/ anticipated as a result of this event.